Event description:
A surgeon reported that a female developed clear, non-corpuscular, liquid serum secretion from the wound in 2007. The wound reopened and required aspiration of the liquid and reapplication of stitches. The events prolonged hospitalization. The patient received 1 unit of osigraft (op-1 implant) on an unknown date for an unspecified spine surgery. Treatment included cefamezin. The events were considered resolved on thirteen days later. The surgeon does not know if the events were related to osigraft (op-1 implant). The surgeon reported this case to the another country medical authorities on 03 september 2007. Additional information has been requested.